Event description:
It was reported that the patient felt a pulsing; tingling electrical feeling in the arms, hands, legs and neck. The patient experienced pain at the pacemaker site and sounds seemed very loud. Follow-up attempts made to the clinic were unsuccessful at retrieving any information about this event. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.